Event description:
When the device was removed from the packaging it was found to be broken. There was no patient involvement.

Event description:
When the device was removed from the packaging, it was found to be broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was received in two sections. One piece was 72.9cm in the length with a kink 43.5cm from the proximal end and the other piece was 109.4 cm in length. The returned device was sent for scanning electron microscopy (sem) analysis. The analysis concluded that cyclic bending fatigue and a final bending overload resulted in the observed guidewire break. Therefore, the most probable root cause is attributed to the handling of the device during preparation.